Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the issue did not recur. As the sensor could not be rejoined, customer decided to replace it and was advised to contact support again if any malfunction recurs, which the caller acknowledged and understood.